Event description:
Follow up with the healthcare provider indicates the patient eventually underwent the transcatheter (thv) valve in valve procedure. Summary of procedure states, " the thv deployed perfectly within the subject valve. Follow up echo showed just a very trivial jet of pvl and no cai. The delivery system was removed. Patient¿s blood pressure was unstable and required inotropic support. Echo showed good lvf with no evidence of wall motion dysfunction. The pm was turned off several times to assess his underlying rhythm. He continued to be 100% pm dependent. Iabp was placed to help with cardiac output. The physician felt that the patient had a very thick/stiff lv muscle that is dependent on a lima graft to supply blood and felt that the heart was ¿stunned¿ from the hypotension and lack of natural pm kick. The patient was woken up while in the lab and still intubated. He responded appropriately to commands and was moving all extremities. He will remain sedated and intubated while the temporary pm and iabp were in place and monitored closely."

Manufacturer narrative:
Additional manufacturer narrative: report submitted to update device serial number.

Manufacturer narrative:
Additional manufacturer narrative: this report is submitted to provide the case summary of intervention that took place for the subject failing bioprosthesis. No further action required at this time.

Event description:
It was reported by clinical affairs that a patient with an implanted aortic bioprosthetic valve was diagnosed with severe aortic stenosis after an implant duration of approximately 8 years, and was being considered for minimally invasive implant of a transcatheter valve inside the stenostic bioprosthesis (viv procedure). The intervention viv procedure has not yet been scheduled or performed.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The subject device serial and model numbers have not been provided and could not be located, therefore the device history record review cannot be completed. However, there has been no information to suggest a device quality deficiency that may have caused or contributed to this event.